Manufacturer narrative:
Submit date: 03/02/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the unit was powering on and off by itself. The unit has been repaired, and was restored to proper operation.

Event description:
It was reported to covidien that a customer had an issue with a feeding pump. The unit was sent to a service center for repair. Service found that the unit was powering on and off by itself.